Manufacturer narrative:
Product complaint # (B)(4). Investigation summar: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot: a device history record (mre) review, was not possible because the required lot code was not provided.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Removed code for absence of treatment.

Event description:
Additional information received indicated that the patient reported of having pain and some slight edema in the hip. There were no revision information and invasive treatment.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Per user facility medwatch form, mw5094811, it was reported that the patient had a right depuy hip replacement. She had very painful thigh pain despite physical therapy, also clicking in the groin area stepping in and out of tub and other motions involving some hip rotation. She had MRI and bone scan conclusion was loose device. In 2019, she started to see a tissue masseuse on a weekly basis. She had a second bone scan with diagnosis of aseptic loosening of prosthetic hip. The patient was implanted with a depuy femoral head and stem along with a competitor cup and liner product. Doi: (B)(6) 2019 - dor: none revised (right hip).

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. H6 device code: implant noise will be retracted. This was coded in error.